Event description:
Device issue: balloon rupture. Time of device issue: during the procedure. Adverse event: none. It was reported that during the procedure in the tortuous, moderately calcified mid-left anterior descending coronary artery. The balloon lost pressure during inflation at 16 atmospheres, and a perforation in the balloon was observed. The device was removed and there was no adverse pt effect. Though requested no add'l info was provided.

Manufacturer narrative:
(B)(4). Eval summary: eval of the returned device found the balloon catheter with blood and contrast in the inflation lumen and in the balloon. The balloon was loosely folded. There was no damage noted to the balloon catheter. A new indeflator, filled with water, was used in an attempt to inflate the balloon, but was not able to inflate due to the dried blood in the inflation lumen. After the balloon catheter was pressurized and soaked in water to dissolve the dried blood in the inflation lumen, an attempt was made to inflate the balloon and a longitudinal rupture was observed in the distal taper extending proximally for a length of 9.5 mm. There were no visible scratches. There was no other damage noted to the balloon catheter. Balloon material ruptures can be affected by numerous factors including, but not limited to, balloon damage during processing of the balloon material, materials, inflation technique, interactions with other devices, a previously implanted stent, lesion calcification and tortuosity, or insufficient preparation prior to use. Based on the reported info, the lesion was moderately tortuous and moderately calcified, which may have contributed to the experienced rupture. Scanning electron microscopy (sem)analysis determined that the balloon failure may have been attributed to damage initiating from the inside of the balloon as there were partial longitudinal tears/lines observed along the inner suface. Since there were no reports of any leaks noted during preparation for use, this may suggest that the balloon was not damaged prior to use. Damage to the inner surface of the balloon most consistent with exposure conditions during the procedure, multiple inflations and/or high stress being applied to the balloon material. Reportedly, the catheter was pressurized above rated burst pressure (rbp) to 14 atmosphere. It is possible that an interaction with the tortuous and calcified lesion in addition to inflating the balloon catheter beyond its specified rbp may have contributed to the experienced rupture, though this cannot be confirmed. It should be noted that the rx voyager instructions for use (IFU) warns: balloon pressure should not exceed the rated burst pressure. The rbp is based on results of in vitro testing. At least 99.9% of balloon (with a 95% confidence) will not burst at or below their rbp. To prevent over-pressurization, use a pressure-monitory device. Based on the info received with this event, the returned product analysis, and the scanning electron microscopy analysis , a definitive cause for the reported balloon rupture cannot be determined. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot and all lot release testing met manufacturing criteria. All dilatation catheters are 100% visually inspected and leak tested during the manufacturing process. Additionally, a sampling of units is destructively tested to verify rbp and balloon integrity.